Event description:
It was reported that a 61-year-old caucasian female patient underwent a breast augmentation revision with a 275cc mentor smooth round moderate plus profile saline breast prosthesis and experienced breast pain and a deflation on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor's quality system. Section h9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 11, 2024, mentor received additional clarifying information regarding the patient's event. The patient's event reported on (B)(6) 2024 for the left rupture (diagnosed via x-ray) and pain) was regarding a left non-mentor (allergan) breast prosthesis that was implanted on (B)(6) 2021. The patient later had an MRI that later confirmed no rupture to the allergan breast prosthesis. The patient clarified that the left mentor implant with serial number (B)(6) was implanted on (B)(6) 2021 and explanted on (B)(6) 2021 due to asymmetry; the patient reported that the surgeon replaced the breast prosthesis due to "one was bigger than the other side". Code e2308-deformity/ disfigurement has been added in section h6-health effect - clinical code, along with other codes, to capture this event. The date of implantation, for the mentor device with serial number (B)(6), has been updated to (B)(6) 2021. The date of explantation, for the mentor device with serial number (B)(6), has been updated to (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: asymmetry. All relevant information has been updated to reflect the event regarding the patient's mentor breast prosthesis. Manufacturer¿s reference number: (B)(4), the date of implantation, for the mentor device with serial number (B)(6), has been updated to (B)(6) 2021.